Manufacturer narrative:
The nail was removed and the patient was implanted with a precice nail without incident. To date, the patient is doing fine and no negative outcomes were reported. A DHR review revealed that there were no deviations from the manufacturing process, and that the device was released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed after three (3) weeks of implantation. The nail allegedly appeared to not be lengthening.